Event description:
A malfunction on the pump was reported by the caller during a software update. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with assistance from technical support, but was unsuccessful, even after trying different cables and outlets. Technical support decided to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.